Event description:
It was reported that the patient had an episode of ventricular tachycardia which was treated. An additional episode of ventricular tachycardia was not detected and the patient had to be externally terminated from ventricular tachycardia. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that there was oversensing. There was 1 ventricular nst=200 ms on (B)(6) 2011.